Event description:
It was reported that the pump screen had indicated 16.2 ml remaining vtbi. The cassette kept saying it was not connected, unable to push the possible remaining volume. The infusion bag, as viewed through the cassette, had appeared visually empty, and air bubbles had been observed in the tubing. Upon arrival to the infusion center, the pump had indicated ¿cassette not attached correctly¿ and had been unable to complete the remaining infusion. Multiple attempts to reattach the cassette and cycle the pump power had been unsuccessful. However, the reported remaining volume had not appeared accurate, given that approximately eight hours should have remained, while the cassette had appeared empty. Air bubbles had been present in the tubing above the cassette. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.